Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false-positive results with the binaxnow covid-19 ag self test. Repeat testing was not performed. Pcr confirmation testing generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
G4: eua number corrected investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146864 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146864, test base part number 195-430h / lot 141369a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146864 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.